Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. No moisture damage found inside the pump. No unexpected numbers ramping during testing. The device had also received with cracked case at the display window corner, cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.